Manufacturer narrative:
Intuitive surgical, inc (isi) contacted the initial reporter and obtained the following additional information: the stapler instrument and the white reload were inspected prior to use, and no issues were found. The stapler instrument reportedly did not work at all during the procedure. The surgeon selected the white sureform 45 curved-tip stapler reload, as it was appropriate for use on the target vessel; at the time of the event, the surgical task being performed was dissection of the pulmonary vein. The vessel tissue was not calcified, nor was it exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension and no tissue bunching. At the time of the event, a "tissue too thick to continue" error message occurred, causing the partial fire. No tissue was pushed forward or dragged during the firing process. The surgeon did not encounter any obstructions between the instrument jaws, such as clips or staples, and the surgeon did not fire the stapler over an existing staple line. Buttress material was not used. There were no clamping issue prior to firing. There was no unexpected bleeding. It was reported that unplanned tissue was removed, due to the firing failure, however, the additional tissue removal still resulted in a successful, acceptable surgical outcome. There were no holes or gaps in the staple line, and no fragments fell inside of the patient¿s anatomy. The reload blade was not observed at the time of the event, and no tissue was stuck to the reload. The customer used a new unspecified stapler to continue with the procedure, and the procedure was completed robotically, with otherwise no patient injury. The stapler instrument will not be returned. Isi received the white sureform 45 curved-tip stapler reload associated with this complaint and completed the initial failure analysis (fa) investigation. The fa team replicated and confirmed the customer reported complaint; a visual inspection was performed, and the reload was found to have a firing failure as the primary finding. The reload was partially fired, with no exposed component observed. The knife was observed to be lodged along the knife track. A log review could not be performed at the time of the investigation, because the sureform 45 curved-tip stapler instrument information was not provided. An additional observation, which was not reported by site, was as follows: the reload was found to have cartridge damage along the knife track. The probable root cause of this failure is typically attributed to mishandling or misuse. An advanced failure analysis (afa) was completed by a failure analysis engineer (fae). Per the fae, the cartridge was returned partially fired, and the knife was observed to have stopped forward progress at ~75% of the reload, which matches the event logs for this procedure. A log review confirms a firing failure at ~75% completion with a white reload and a max torque value of ~694 n during the procedure. Undeployed staples could be seen at the distal end of the reload, ahead of the knife. The reload was disassembled to further investigate the damage. The top of the knife was angled down and to the left side, where it became lodged into the side wall of the cartridge. The cartridge exhibited severe skiving damage along the inner walls, caused by the rotation of the knife toward the walls. The cartridge material appeared deformed, but no material was missing. The knife seat of the shuttle appeared to have been bent downwards and to the left along with the knife, since it was found to have also caused material damage to the cartridge and was unable to be removed fully intact. The knife and the surrounding knife seat were removed from their lodged location for further inspection, and the knife edge was found to have minor damage and blade edge nicks to the metal. The left knife leg was bent down from its normal orientation, and the shuttle knife seat was also deformed where it had made contact with the cartridge. Based on the damage observed to the cartridge, knife, and shuttle, it is likely an increased resistance during the firing caused the knife to be pushed off of center, lodging it into the side wall of the cartridge before it could make any further progress down the reload. This would result in the knife not cutting the tissue as intended and the staples toward the lodged location to not be formed properly. A review of the advanced instrument log for the two sureform 45 curved-tip stapler instruments used on the event date was performed by an fae. There were two procedures on the event date utilizing a sureform 45 curved-tip stapler instrument; the device logs for the instrument used in the first procedure were outlined in the afa investigation summary above. For the instrument used in the second procedure, the fae provided the following information: the logs show the instrument was installed on the system 9 times, and it fired 7 reloads (1 white, 1 blue, 2 white, 1 green, 2 blue, in that order). On the 1st and 7th installs, the instrument failed to engage with the system. The logs show error code 22020, with the parameters of both errors indicating that the roll axis hardstop check failed. The other 7 installs were successful. On each install, there was 1 completed clamp, followed by a successful firing, with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures in the logs for this instrument. There were no other stapler related errors in the logs. No instrument or accessory with the provided lot number t90220507 was found in the logs for the event date. This complaint was reclassified from a reportable malfunction to a reportable adverse event and malfunction, due to the following conclusion: it was reported that unplanned tissue was removed due to a firing failure with a sureform 45 curved-tip stapler instrument loaded with a white sureform 45 curved-tip stapler reload. The target tissue at the time of the event was the pulmonary vein. In addition, as a result of this issue, unformed staples were reported, and the target blood vessel was not cut as intended. While no holes or gaps in the staple line were reported, malformed staples may contribute to an incomplete staple line.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 instrument installed with a white reload was fired; however, the staples were malformed (not formed in b-shape). The customer reportedly felt that the sound was different than usual during the firing. The blood vessels were not cut, and the reload blade could not be visually confirmed. The customer was unable to specify if a fragment fell inside the patient's body. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting malformed staple, an investigation is in progress to determine the cause of the reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has not yet received the instrument for failure analysis. Therefore, the probable root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that staples were malformed with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. Additionally, the initial information indicated that it a fragment may have fallen inside the patient. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.